Manufacturer narrative:
The act and escape buttons were unresponsive due to an unlocked keypad connector. The functional tests could not be performed due to the keypad anomaly. The insulin pump had minor scratches on the display window.

Event description:
Customer reported via phone call that the buttons of the insulin pump are not responsive. Customer states that due to the keypad anomaly their blood glucose readings are high

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.